Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the insulin pump does not give the customer alarms and the buttons do not respond. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with all buttons responding properly. No damage or moisture damage was noted on the keypad assembly. No unlocked lcd keypad connector was noted. The pump failed to vibrate during the self test due to a broken red vibrator motor wire. The audio / beep alarms worked properly. The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a shifted end cap sticker.